Manufacturer narrative:
An event regarding fracture involving an exeter rasp was reported. The event was confirmed. Method & results: device evaluation and results: the event was confirmed. A material analysis concluded no material or manufacturing defects were observed on the fracture surfaces examined. Medical records received and evaluation: not performed as no patient information was provided. Device history review: no discrepancies were reported. Complaint history review: there has been 1 other event for the referenced lot. Conclusions: the device was confirmed to have broken following 10 years of service. An instrument's service life is finite and dependent on number of use cycles and proper maintenance. A material analysis concluded the rasp fractured in rapid overload and no material or manufacturing defects were observed on the fracture surfaces examined.

Event description:
During impaction of the exeter modified rasp, the attachment connecting the rasp to the handle sheared off. The rasp cowl was removed from the femur and the small attachment piece was retrieved.

Event description:
During impaction of the exeter modified rasp the attachment connecting the rasp to the handle sheared off. The rasp cowl was removed from the femur and the small attachment piece was retrieved.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.